Event description:
After having surgery to repair my bladder in 2011, a pelvicol accellular graft was placed. Immediately after surgery, I had severe back pain. It felt like labor pain. I then had severe bloating in my stomach which made it difficult to breath for two days. I also started having tachycardic events, which later I found out it was because I was allergic to pork and the material made from pelvicol is from pork collagen. I also suffered with severe allergic arthritis, all my joints were breaking down, pain in my left hip which sometimes made it difficult to walk, low grade fevers and flu like symptoms, painful intercourse, bladder spasms, frequent uti's. I am also having bone marrow issues which may be related to the arthritis. I was having severe allergic reactions I was having to take 2-3 allergy pills daily to keep my symptoms under control. I was seen by dr (B)(6) at (B)(6) because no one in my state knew how to remove this product. He could not see the mesh on exam or through testing, so he decided to perform exploratory surgery, which identified the pelvicol had migrated into my bladder and became hard my body was rejecting the product and it was making me very ill. He successfully removed the pelvicol mesh completely. It has been 10 days since my surgery and the severe pain I was having in my lower back which felt like labor pains is now gone. This was a horrible thing for someone to go through. I thought I was going to die. I am a young women only (B)(6) years old and have three children to care for. I feel like there may be other women going through this and felt urged to report this. Like I said no other doctor connected the dots. I went three years suffering with no answers and now I have a full long life to look forward to. The road may be difficult but I can look forward to healing now that the foreign body pelvicol has been removed.